Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that on (B)(6) 2022, blood cultures were drawn and grew micrococcus luteus. On (B)(6) 2022, the patient's hemoglobin dropped to 6.6 grams/deciliter (g/dl) from 7.6 g/dl on (B)(6) 2022. The patient was given one unit of packed red blood cells (prbcs). The patient's hemoglobin rose to 8.8 g/dl and the patient was reportedly stable. On (B)(6) 2022, zosyn was started for possible aspiration pneumonia as well as 125 milligrams (mg) per day of vancomycin. Zosyn and vancomycin were stopped on (B)(6) 2022. The patient's white blood cell (wbc) count continued to increase on (B)(6) 2022, and a computed tomography (CT) scan of the pancreas showed diffuse heterogenous enlargement of the pancreas with peripancreatic enlargement, likely reflecting a sequelae of subacute pancreatitis, possibly hemorrhagic and/or necrotic. On (B)(6) 2022, further antibiotics were given. On (B)(6) 2022 a CT enterography was done and found extensive pancreatic abnormality, with enlargement and replacement of approximately 80% of pancreatic parenchyma by multiloculated fluid. Necrotizing pancreatitis with a large multiloculated acute necrotic collection was suspected. Gastroenterology was consulted and recommended that the patient be on peptamen via feeding tube, bilirubin fractionate be trended, and a pain and antiemetic regimen be started. On (B)(6) 2022, the patient was given two units of prbcs to increase hemoglobin from 7.1 to 8.8 g/dl due to nose bleeds. On (B)(6) 2022, the patient had bleeding from the nose and mouth and was given 3 units prbcs to increase hemoglobin from 7.7 to 9.8 g/dl. The patient also underwent an airway management procedure and was reintubated due to respiratory distress. The patient tolerated the procedure well with no immediate complications. The patient's hemoglobin had remained stable on (B)(6) 2022, and no further transfusions had been given. The patient self-extubated on (B)(6) 2022 and coughed out a large clot. A laryngoscopy through the mouth was done to ensure there was no clot in the airway or oropharynx.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s infection could not be conclusively determined through this evaluation. A direct correlation between the reported events and the centrimag blood pump could not be conclusively established through this evaluation. The centrimag blood pump was not returned for evaluation. It was reportedly unknown if the patient¿s infection was related to the device, and all other events were not thought to be related to the device. Review of the device history record (DHR) for the centrimag blood pump revealed no deviations from manufacturing or quality assurance specifications. The us (united states) centrimag blood pump instructions for use (IFU) lists infection, death, bleeding, respiratory failure, venous thromboembolism, and arterial non-cns thromboembolism as adverse events that may be associated with the centrimag circulatory support system under ¿adverse events¿. This IFU also provides the following warnings and cautions: IFU warning #7: it is intended that systemic anticoagulation be utilized while this device is in use. Anticoagulation levels should be determined by the physician based on risks and benefits to the patient. IFU warning #10: frequent patient and device monitoring is recommended. IFU warning #13: the pump must be handled in an aseptic manner until primed and connected to a closed tubing circuit. IFU warning #21: use of the pump for periods longer than 30 days may result in pump failure, reduced pumping capacity, excessive blood trauma, and/or degradation of blood contact materials (with possible particles passing through the cannulae to the patient), leaks, and increased potential for gaseous emboli. IFU caution #9: monitor carefully for any signs of occlusion throughout the circuit. IFU caution #2: this device should only be used by persons thoroughly trained in extracorporeal circulation procedures. IFU caution #15: always have a backup centrimag pump, console, motor, and accessories available for use. No further information was provided. The manufacturer is closing the file on this event.

Event description:
On (B)(6) 2023 the patient experienced right groin pain and it was discovered that the patient had a vascularized groin mass with minimal flow. It was not able to be determined if the mass was a pseudoaneurysm. Further testing was recommended. On (B)(6) 2023 the patient experienced multiple episodes of bright red blood per the rectum for several days. The patient required 3 units of packed red blood cells in the previous four days. The patient required increased pressors. On both (B)(6) 2023, (B)(6) 2023, and (B)(6) 2023 the patient received 1 unit packed red blood cells. On (B)(6) 2023 gastroenterology was consulted, and they believed that the risk of doing an endoscopic evaluation would outweigh any possible benefits for the patient, especially because the patient's hemoglobin was stable that morning. On (B)(6) 2023 the patient's hemoglobin dropped to 6.9 and they were given 1 unit of packed red blood cells. On (B)(6) 2023 the patient stated the desire to maintain comfort measures and only their current therapies with no further escalation in care. On (B)(6) 2023 at 1pm the patient expressed the desire to withdraw all lifesaving care. All therapies including vasopressors were ceased. The patient developed an agonal heart rhythm accompanied by decreased oxygen levels. The patient passed away on (B)(6) 2023 at 12:09 pm.